Event description:
Medical graphics technical service was contacted. It was reported that the unit base where the caster is inserted was cracked and caused the caster to detach. Operator had cart fall on them as operator tried to stop it from hitting the ground. Operator reported sore shoulder and wrist.